Event description:
Reporter alleged discrepant blood glucose values of 400 mg/dl back to back with a result of 150 mg/dl when testing was performed 1minute apart on the advantage system. The location of the testing was not provided. As a result of the comparison, no actions were taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.